Event description:
The manufacturer received information alleging that a dreamstation 2 advanced auto CPAP device would not power on and presented with an error message service required. There was no report of patient harm or injury. The device was received by the manufacturer for evaluation. The repair technician found that an error service required message presented and a failed pca due to evidence of water on the pca. In addition, there was thermal damage to the pca at q2. No visual cometic or physical damage was found. The error log was unable to be retrieved.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.